Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was making incorrect bolus suggestions when blood glucose values were entered into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following results:the meter was not returned with the pump for testing. The pump powered on normally. An ezbg bolus was manually calculated using actual bg: 200, bgt 120 +/-20 mg/dl, isf: 20mg/dl; manual calculation suggested a 4.0u bolus. The same information was entered into the pump and it correctly suggested a 4.0u ezbg bolus. The pump was exercised for 24 hours with no alarms and successfully completed a delivery accuracy test. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.